Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: seven events were reported for this quarter. Product return status: seven devices were received for evaluation. Evaluation status: six device evaluations are in progress. One event was confirmed during testing. One device was found to be affected by debris and corrosion. Product disposition: one device was repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device had run-on. Seven events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 7 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were received.   Evaluation status confirmed 3 reported events were confirmed during testing. - 3 devices were found to be affected by trigger damage.   Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had run-on. 7 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had run-on. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 6 previously reported events are included in this follow-up record. Evaluation status 3 reported events were confirmed during testing. - 2 devices were found to be affected by a damaged handle. - 1 device was found to be affected by trigger damage. 3 device evaluations are in progress.   Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.